Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2 e1: patient city: (B)(6) patient country: canada name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced infusion set came off due to sports activity which attributes to accidental detachment event on (B)(6) 2026.